Manufacturer narrative:
D10: 02-012-45-3040 - optetrak logic tibial fit tray sz 3f/4t: sn# unknown, 230-03-03 - logic cr femoral cem. Right sz 3: sn# unknown, 02-012-42-3008 - logic pts, size 3, 8mm: sn# (B)(6). Unknown - patella. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced stiffness, pain, osteolysis, femoral and tibial implant loosening, and dissatisfaction with their total knee replacement. As a result, approximately ten years and one-month post-surgery, the patient underwent a revision. Patient was revised to competitor's devices. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. The products are not available for return. No additional information is available at this time. This is report 3 of 3 for this event/patient.